Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3265976 (mfg. 05/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Engineering testing and analysis of the one used returned tego connector : visual inspection (pre and post decontamination) did not record any component damages and or anomalies. Functional testing of the returned tego to the applicable specifications recorded no leakages or performance issues. Findings: testing and analysis of the returned tego connector recorded no defects and or performance issues. The reported product issue was not replicated or confirmed.

Event description:
Int'l. ((B)(6)) complaint received reporting air in dialysis tubing lines with use of unspecified dialysis tubing set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors when it was "noticed at the end of treatment, air leaking into the lines through the tego". There were no reported adverse patient consequences.